Event description:
It was reported there was a power on reset (por) condition following an overdischarge. The por was cleared, but then the end of service (eos) message appeared. It was unknown if this was the third overdischarge, but the device needed to be replaced. No further details were provided.

Manufacturer narrative:
Lead model 3776-60, serial #(B)(4), implanted: (B)(6) 2010; lead model 3776-60, serial #(B)(4), implanted: (B)(6) 2010; programmer model 37743, serial #(B)(4); recharger model 37752, serial #(B)(4).